Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the phacoemulsification handpiece presented with no phaco power through the tip during sculpt setting. The console did not display any system message during the surgery. The surgery was completed with new handpiece. There was no patient impact reported.

Manufacturer narrative:
The phacoemulsification handpiece was received and a visual assessment of the returned sample revealed no obvious non-conformities. The was connected to a calibrated system and passed priming and tuning without error. A five-minute burn-in test was then performed, and the handpiece did not pass as system message (sm) [u/s hp failure - handpiece voltage low (short circuit)] displayed. The phacoemulsification handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements. Testing found the handpiece to fail torsional stroke measurements per manufacturing test procedure (mtp). Disassembly of the handpiece revealed a fused crystal stack. These findings are consistent with the investigation performed and the root cause is attributed to piezoelectric crystals within the phacoemulsification handpiece having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during phacoemulsification handpiece assembly was identified as a contributing factor. A phacoemulsification handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).